Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and nine months post implant of this annuloplasty band, the band was explanted and replaced with a 29 mm valve for ongoing insufficiency of the native valve. The physician reported there was no failure of the band but that the native valve continued to deteriorate. No additional adverse patient effects were reported.